Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed five smart coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance another smart coil out of the tip of its introducer sheath and into the hub of the microcatheter. The physician therefore removed the smart coil and completed the procedure using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and the coil winds were offset. The smart coil was advanced out of its introducer sheath on the table with resistance. While advancing the smart coil through a demonstration microcatheter, resistance was encountered, and the smart coil could not be advanced any further. The embolization coil was observed snaking inside its introducer sheath. Conclusion: evaluation of the returned smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. Prior to the functional test the smart coil was advanced completely out of its introducer sheath on the table with resistance. During the functional test, the smart coil was unable to be advanced through a demonstration microcatheter as the embolization coil bunched up inside its sheath. At this point, the smart coil could not be advanced any further. The offset coil winds likely contributed to resistance experienced while advancing the coil out of its sheath prior to and during the functional test. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.